Event description:
The facility reports while transferring the pt from the bathroom to the bed, the pt slipped out of the hoist onto the floor. The pt suffered some small wounds to their jaw and behind their ear that resembled a graze. The pt was examined by their family dr.